Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient claimed that their stimulator is going off on its own starting about a month ago. Caller stated that they met with the patient this afternoon and thought it was maybe a cycling issue but cycling was not being used. Caller mentioned that they discovered today that there are two electrodes that have high impedances and two of the groups are utilizing one electrode of each. However, the group (group c) that the patient has been on consistently for the last 30 days was not utilizing either electrode. Agent reviewed electrode pairs and to check reference of the contacts being used. When the patient came in today, they were on group b but the diary showed that they had been on group c primarily--pt claims the issue occurs on allgroups. The caller states stimulation usage diary shows some off times but pt denies turning stim off herself. When they sent the patient home today, they sent her home on group c which is not utilizing either compromised electrode. Patient texted the caller after leaving the clinic that on her way home about 10 to 15 minutes from the clinic, it went off 7 different times while on the way home per pt--with this in mind, the issue is not likely the ins discharging and turning off but rather something else. Caller confirmed that the controller does show that the stimulator remains on when the issue occurs. Pt not using adaptive stim. The issue does not appear to be positional as it occurs when upright and lying down. The pt states nothing prompted the issue. Caller pressed on ins while meeting with pt and ran impedances but nothing change significantly, the two high impedances remained the only notable contacts that have issues. The issue was not resolved through troubleshooting. Agent advised having pt keep a log of when the issue occurs, consider imaging of the system, pull reports/logs upon the next interrogation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.